Event description:
It was reported that the external pulse generator (epg) could not be turned off via the off button. Technical services (ts) told the caller to discontinue the use of the device. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).